Event description:
The customer states that one patient sample generated an initial architect c8000 creatinine assay result of 1.4 mg/dl. The customer opened a new reagent cartridge of the same lot and retested the sample and generated a result of 3.25 mg/dl. The elevated result was reported from the lab and created a "medical conflict" (no further info was provided by the customer). There is no detailed impact to patient mgmt reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.